Manufacturer narrative:
The device is available for return; however, it has not yet been received. (B)(6).

Event description:
The reported event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. When the nurse applied the device on normal saline (ns) IV tubing (within the y site), it reportedly never actually stayed on. It would only spin and spin and was removable without any issue, hence there was no safety mechanism intact. Tubing y site. Staff technicians were applying the spiros for syringes (35 ml or 60 ml syringes). When the spiros was attached with a syringe of an unspecified drug and connected to the y site, the spiros popped off when there is only 4¿5 ml left of drug to administer, sometimes spraying drug on the patient. They were also priming ns tubing, and when they go to apply spiros it just spins and won¿t lock on. Patient and staff were exposure to unspecified chemotherapy; however, there was no detailed report of any human harm.